Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-01060; related manufacturer reference number: 2017865-2020-01061; related manufacturer reference number: 2017865-2020-01063. It was reported that the patient had developed an infection shortly after an implantable cardioverter defibrillator implant procedure sometime after (B)(6) 2017. The patient's device was explanted and replaced with a pacemaker on (B)(6) 2017. On (B)(6) 2020, the patient presented for a follow-up in clinic. Upon investigation it was noted that the patient's implant site was infected and filled with puss. The physician suspected that the patient's old implantable cardioverter defibrillator was the source of the infection. The pacemaker was explanted and replaced while the patient's left ventricular lead was capped on (B)(6) 2020. The patient's condition was stable throughout the event.